Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had multiple high impedances on their lead causing ineffective therapy. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Updated d4 - primary unique device identification (UDI) number. Corrected to remove h6 - adverse event problem (refer to coding manual) health effect - clinical code 1924 - failure of implant from initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.